Manufacturer narrative:
Per tandem labeling: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided. Reportedly, the cause was customer loads cartridge by inserting syringe to remove air but then inserts the insulin into the cartridge without removing the syringe and purging the air from the syringe. Tandem clinical support informed customer this was not the proper technique, customer acknowledged. The customer was instructed to consult with healthcare provider regarding bg level.